Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding leakage from the transfer set on the homechoice (hc) unit. The home patient (hp) stated that the prior day there was solution leaking out of her transfer set. The hp stated that she made sure that the transfer set was closed. The hp stated that it happened again this night. The technical service representative (tsr) advised the hp to end therapy and call her nurse or doctor as soon as possible to inform that the transfer set was leaking. The tsr assisted the hp with ending therapy early. On (B)(6) 2010, product surveillance spoke with the hp who stated she was due to have the transfer set changed. The hp stated she had been on automated peritoneal dialysis for quite some time; she was not a new patient. The patient stated the transfer set was leaking by the blue connection to the patient line. The hp stated she had no problems with the transfer set; it had been easy to open/close. The hp confirmed there was no exposure to excessive force nor had she used pressure to close/open the twist clamp. The hp confirmed she has been fine and the transfer set had been replaced. The sample was discarded at the facility and the patient did not know the lot number. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the transfer set. The report was not confirmed due to lack of sample available for evaluation. A batch review was not possible since the production lot was unknown. Since no sample was available for evaluation and no further information is available, no root cause can be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.